Event description:
A report was received from a user facility in france stating: "cutting problem." There was no serious injury or report of permanent impairment reported related to the event. Additional information has been requested but has not been received.

Manufacturer narrative:
The lot number provided in the report is not valid. Confirmation of the correct lot number is still pending.